Manufacturer narrative:
The device was not returned and the serial number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had concurrent flow in primary and secondary bags during patient infusion. The antibiotics were infusing through the secondary set without clamps on, and were hung above the primary bag, and both the secondary medication and primary infusion where dripping at the same time. There was no known patient injury, or medical intervention associated with this event. No additional information is available.